Event description:
The product was used during a laparoscopic hernia procedure. Reportedly, the thrust bar is bent and the clips did not adverse. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.